Event description:
Boston scientific received information that the patient implanted with this device experienced a ventricular fibrillation (vf) arrest. The patient was placed in the intensive care unit and intubated. Electrograms were reviewed and it was observed that functional undersensing occurred, where the atrial pace (ap) was delivered prior to the qrs, falling into the cross chamber blanking period. This occurred on two out of the first three qrs. The ventricular pace (vp) did not capture since the ventricle had just depolarized. Technical services discussed possible electrolyte or metabolic abnormalities and device programming recommendations.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.